Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013711, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 24-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013711". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013711 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 07-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5f00991 was manufactured according to the wi version 68 and manufactured in the machine sc05, sc06, on 05-jun-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5e03909 was manufactured according to the wi version 68 and manufactured in the machine sc05, sc06, on 03-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code crack/split tubing. All test results were within specifications as per the test report (B)(4) attached in this record. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4) event occured in the united states. It was reported that the patient faced insulin leakage due to a crack in the tubing segment connecting the infusion set to the pump on (B)(6) 2025. The blood glucose peaked at 345 mg/dl during the event, accompanied by symptoms of confusion and disorientation. The patient performed a full supply change and successfully resumed insulin delivery, the blood glucose trended down to 336 mg/dl and stabilized at 150 mg/dl later in the day. No further information available.